Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the user was in a slightly elevated terrain and the pump was also against the user's skin. The user's blood glucose level was 112 mg/dl. Although confirmation was requested as to whether or not the alarm cleared after being delayed, it was unable to be confirmed.